Manufacturer narrative:
Concomitant products: product ID 3389s-40, lot # va0e7xh, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0e7xh, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0e7xh, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0e7xh, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
A consumer whose indication for use was parkinson's dual and movement disorders reported that starting on (B)(6) 2015 the patient was experiencing uncomfortable stimulation and overstimulation. When stimulation was up high the patient's left eye crosses. The patient had hit their head near the lead wire around the time of the event date. The device was checked with the patient programmer and showed stimulation was on. The patient did have the ability to change stimulation and decreased stimulation and it had resolved. The patient usually had stimulation at 3.6 or 3.7v and was currently on 2.3v. When the patient goes up to 2.5v it begins to feel uncomfortable. The issue was not resolved. Follow-up is being conducted to obtain information about troubleshooting. If additional information is received a supplemental report will be submitted.